Event description:
It was reported that the ventricular lead was oversensing p waves. This was resolved by adjusting the ventricular defibrillator maximum sensitivity. Five months later, the oversensing recurred, so the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.